Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left anterior descending artery. A 3.5x48mm xience xpedition was attempted to be advanced but failed due to anatomy. During removal of the xience xpedition through the guiding catheter the shaft separated. The separated portion remained on the guiding catheter during removal. There were no adverse patient effects and no clinically significant delay. No additional information was provided.